Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via manufacturer representative. It was reported that patient's battery was at end of service (eos) after just 3 months. The factor that have led or contributed to the issue was that patient used a lot of energy in her programming. She ran 8 electrodes at pw of 450 and rate of 100 at about 6 volts 24/7. Her impedances were at around 1500. So she was using a lot of energy. The battery was replaced with a rechargeable device and the issue was resolved. The hcp had no further information. The device was going to be returned for analysis. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the ins (B)(4) found normal end of life and telemetry and output okay. If information is provided in the future, a supplemental report will be issued.